Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose level was 534 mg/dl. Cause was due to occlusion. Customer changed pump supplies to address the issue. Customer continued to use pump for insulin therapy.